Event description:
The user facility reported that an employee injured their hand while manually clearing a door obstruction to their amsco 7053l washer/disinfector. The user facility stated that medical treatment was sought and administered, but did not disclose the specific treatment received.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer subject of the reported event. The steris technician inspected the washer and found it to be operating per specifications. No repairs were required, and the unit was returned to service. Through discussion with user facility personnel the technician learned that a rack was stuck, and employee attempted to manually push the rack. When the obstruction was cleared, the door came down and contacted the employee's hand. The amsco 7053l operator manual states, "if an obstruction is present in the chamber door, do not attempt to remove the object." The technician counseled user facility personnel on proper loading techniques and safety operation protocols. No additional issues have been reported.